Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that customer was experienced low blood glucose. Customer¿s current blood glucose 24 mg/dl. The customer treated with the glucose tablet. Troubleshooting was done for low blood glucose and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer did allege pump was over delivering. The insulin pump will be and reservoir will not be returned for analysis.